Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to cied system/pocket infection and occlusion. The ra and rv leads were implanted from a left sided access, and the lv lead was implanted from a right sided access, then tunneled to the generator present on the left chest. Video assisted thoracoscopic surgery (vats) was performed to directly visualize the patient's superior vena cava (svc). Spectranetics lead locking devices (llds) were inserted into the ra and rv leads and a spectranetics 14f glidelight laser sheath was used to successfully remove the ra lead. While working on the rv lead with the 14f glidelight device, a hematoma was noted via vats (hematoma unrelated to use of the glidelight device) and a rescue balloon was deployed as a precautionary measure. The hematoma stopped growing, the rescue balloon was deflated and the hematoma size remained constant. The extraction was then resumed and the rv lead was successfully removed. Upon removal of the glidelight device from the patient, an svc perforation was noted. The rescue balloon was again deployed and the physician used a laparoscopic instrument to pinch and close the perforation. Hemostasis was achieved, and pressure was held for several minutes. The physician released the tool at the perforation site, the rescue balloon was deflated, and hemostasis remained. Another physician then opened the right chest and the lv lead was successfully removed with simple traction. The procedure concluded and the patient survived the procedure. This report captures the 14f glidelight device in use when the svc perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.